Event description:
It was reported that during the change out procedure of this patient's existing pacemaker, the right atrial (ra) lead was stuck in the header of the device. Insulation damage was then observed on the ra lead, so the ra lead had to be surgically abandoned and replaced as well. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted both the ra seal plugs and setscrews were missing from the device. The rv proximal setscrew was also missing. Body fluid contamination was found in both lead barrels. High powered microscopic visual inspection of the header of the device noted small portions of silicone stuck to the inner lead barrel sealing rings of the device. Functional testing of the device was not performed due to the damage to the header. It is concluded that the difficulty in lead removal noted in the field was a result of silicone to silicone bonding, in addition to the effects of body fluid contamination in the lead barrel of the device. The damage to the header was induced. No further analysis was performed.

Event description:
This supplemental report is being filed to provide device evaluation results.